Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report an issue with the receiver on (B)(6) 2016. The patient received a message about the transmitter, what the message said is unknown. There was no report of injury or medical intervention. No additional event or patient information is available.